Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer¿s blood glucose level was 412 mg/dl at the time of incident. The customer was treated by changing infusion set and manual bolus. Customer did not report any symptoms related to high blood glucose. Troubleshooting was not performed for high blood glucose level. The customer stated that infusion set failed and due to which customer¿s blood glucose raised up. Customer was neither in emergency room, nor admitted into hospital. Based on customer report customer did not allege insulin pump was under delivering. The customer stated that they were not using auto mode. The insulin pump will not be returned for analysis.